Event description:
It was reported there was a general complaint that flush syringes were used which are not compatible for use with the alaris syringe module: zr flush 3ml 0.9% sodium chloride injection syringe model #4t-nfsf-10030 rev.4 bd 10ml 0.9% sodium chloride injection syringe model #306546 this was reported to bd representatives during an on site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user use error.

Event description:
It was reported there was a general complaint that flush syringes were used which are not compatible for use with the alaris syringe module: zr flush 3ml 0.9% sodium chloride injection syringe model #4t-nfsf-10030 rev.4 bd 10ml 0.9% sodium chloride injection syringe model #306546 this was reported to bd representatives during an on site visit. There was no patient involvement.